Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a perforation in the distal circumflex artery. An attempt was made to advance a 2.8 x 16 mm graftmaster covered stent; however, the device failed to cross the lesion. Therefore, another 2.8 x 16 mm graftmaster covered stent was implanted which sealed the perforation. No additional information was provided.

Event description:
Subsequent to the initial report, additional information was received. The graftmaster device did cross the lesion. However, it met initial resistance with the anatomy and the proximal shaft separated. It was then simply withdrawn from the anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Device codes: 1562 not labeled 2920 labeled. Internal file number - (B)(4). Device code 2524 was removed and codes 1562 and 2920 were added. Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported detachment of device was confirmed. The reported physical resistance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported physical resistance and shaft detachment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.